Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device started unintentionally running a handpiece in reverse testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device started unintentionally running a handpiece in reverse testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.